Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 30-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl 25%, ketamine 25%, and marcaine via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported the pump was not working due to an occlusion. The occlusion was somewhere between the pump and the catheter. The pump still works, the issue was with the catheter. Per the patient, the healthcare provider wants her to use a tens unit until they fix the current issue. No further complications were reported.